Event description:
It was reported that difficulty removal and shaft break occurred. A 6.00mm x 12mm nc emerge balloon catheter was being used for post-dilation of an implanted stent. During inflation, the physician exceeded the rated burst pressure of 18 atm. Upon balloon deflation, resistance was encountered while attempting to retract the balloon over the wire. Additional aspiration was performed to remove any extra volume; however, resistance still being met. Subsequently, the balloon shaft fractured outside the patients body. The physician successfully removed the balloon and guidewire together through the guide catheter. There were no patient complications.